Event description:
Patient reported to his dentist that the upper hardware of his oral appliance had broken off. There was no harm to the patient. The device was repaired by remaking the upper tray, and returned to the patient.